Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the compressor often switched to standby during use. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the compressor switching into standby has been completed. According to the problem description, the compressor would switch to standby mode very often during running mode. The reported compressor was not connected to wall air gas supply, and was used as the only source of air connected to the ventilator device. When the compressor switch to standby, the unit will stop to deliver compressed air gas to the connected ventilator. When this happens, the ventilator switches to 100% oxygen supply as per design. The connected ventilator and the compressor generate alarms to alert the operator about the event. The event was investigated on-site by our field service engineer. The reported problem was resolved by replacing the compressor standby valve. Our previous in-house investigations have shown that particles in the standby valve, such as brass residuals or a worn out rubber sealing causes these kind of symptoms (cycling in and out of standby mode). No more issues has been reported since the repair was preformed by our field service technician.

Event description:
(B)(4).